Event description:
Patient was placed on an air fluidized bed (clinitron bed) post operatively in '08. At approximately 7 days later, family reported that the patient was covered in sand particles. Inspection revealed that the rubber siding ("snap cap") was loose and lifted exposing the sand. Patient exposed to sand particles via skin and eye contact and inhalation.